Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly but could not duplicate the reported failure. The system pcb assembly passed all functional testing. A cause for the reported failure could not be determined.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. No malfunctions were observed. It was however observed that some components on the system pcb assembly were burned. Physio-control therefore replaced the system pcb assembly. Once proper device operation has been observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
It was reported to physio-control that the buttons on keypad of the customer's device were unresponsive when the customer used the device on a patient with chest pain. The device would allegedly not perform an ECG and some functions were unavailable. The customer however reported that the device's speed dial was still active and a defibrillation shock could still be delivered. After the device was restarted and the batteries were replaced, the device's keypad was still unresponsive. The keypad started to respond again when the device's first battery was discharged and the device switched to the second battery. No negative outcome for the patient was reported.